Event description:
Pt with relapsing pleural effusion and condition after several pleura drainages right and left and condition after multiple rib fractures bilateral, confirmed by ultrasound and fluoro diagnostic, a pleural effusion was seen. The physician decided to place a pleura drainage left side with the above mentioned seldinger drainage. Puncture with seldinger technique could be made without problems as well as the following dilation at the puncture side. After that a bleeding came out of the puncture side and finally also out of the drainage. The bga made of the drainage blood shows arterialized blood. The bleeding suspended when the drainage was not being lifted. Pt remained hemo-dynamically stable but was charged to heart center for emergency surgery. In this hospital, strong pleural callosites (or pleural fibrosis?) Were stated, which caused a displacement of the seldinger wire, effecting an injury of the lung, mediastinum and the left ventricle. The pt died in the course of the surgery.